Manufacturer narrative:
Additional device product codes: kwq, hrs. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. (B)(6). A device history record (DHR) review was performed on part #: 404.026s, lot #: 9861080: manufacturing location: (B)(4), manufacturing date: 10.mar.2016, expiry date: 01.mar.2026. Article 404.026s, lot: 9861080 was manufactured from blank material (B)(4), lot: 7887956. This blank lot was manufactured with (B)(4) material (B)(4), lot: 7688490. The review revealed one non conformance report (ncr) was opened on this (B)(4) material lot, because the variation of the diameter of the material within a coil was too high. The affected coil was scrapped based on the ncr. In the ncr it is stated that similar issues were detected with three other coils in lot 7688490. Consultation with responsible personnel in monument revealed that the found variation would not impact the quality of the finished blank but would rather lead to problems in feeding of the machine during production. In addition the blanks are inspected after they are formed. This leads to the conclusion that no not conform material was released based on the deviation. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery for ankle fracture on (B)(6) 2017, as the surgeon inserted a cortex screw he cut a tap. However, the screw was broken because he cut only front cortex. Then the surgeon equipped a plate with drill guide but he couldn't lock a locking screw. There was a surgical delay of five (5) minutes due to the reported event. Patient status is reported as good. Procedure was not successfully completed as the shaft of the broken screw is left in patient. No other medical intervention was required. Concomitant devices: drill guide (part and lot # unknown, quantity 1), plate (part and lot # unknown, quantity 1). This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation has shown that received screw is broken at threaded screw shaft. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the damage, the complaint relevant dimensions cannot be checked. Based on the investigation results and the received information we cannot determine the exact root cause. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.